Event description:
Reported due to stent dislodgement requiring intervention. The physician attempted placement of a biodivysio stent into the side branch of the obtuse marginal (om). Reportedly, the patient had an existing taxus stent in the om along a bifurcation, and in order to access the target lesion the biodivysio stent had to cross the links of the previously implanted stent. While attempting to cross the taxus stent, the biodivysio stent was caught in the links of the taxus stent causing it to fall off the delivery system inside the existing stent. The physician used an unspecified balloon to "crush" the dislodged stent inside the existing stent in the om. Another taxus stent was deployed inside the existing stent within the om. There was no intervention performed on the targeted lesion and the physician does not plan any intervention on the vessel at this time. The patient was discharged the "next day" reportedly "doing fine." This event did not prolong the patient's hospitalization. Although requested, no additional patient information was provided.